Manufacturer narrative:
The device is being sent to physio-control for evaluation and repair. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
According to the reporter, the device service light is illuminated and a fault code related to device reset is logged into device memory. There was no pt associated with the report.